Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. The blood glucose reading was 44 mg/dl. The customer treated their low blood glucose by monitoring their blood glucose during the call. No further detail provided. Auto mode was off. No harm requiring medical intervention was reported. The pump will not be returned for analysis.